Event description:
On (B)(6) 2013, a patient in a study was implanted with a gore® acuseal® vascular graft from the left superficial femoral artery to the femoral vein. On (B)(6) 2013, the graft was first cannulated. On (B)(6) 2013, the patient presented with thrombosis and stenosis and a declot procedure and angioplasty was performed. A hematoma was observed following the procedure. On (B)(6) 2013 the patient presented with an infected hematoma and an infected and clotted graft. Hematoma from last angioplasty puncture site is believed to be source of infection. An infected hematoma in a non-functioning graft. On (B)(6) 2013, the graft was explanted after a prolonged course of antibiotics. The patient is receiving dialysis with a contralateral thigh graft.

Manufacturer narrative:
This event is from the following literature article: aitken el, jackson aj, kingsmore db. Early cannulation prosthetic graft (acuseal¿) for arteriovenous access: a useful option to provide a personal vascular access solution. Journal of vascular access. In press. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned; consequently, a direct product analysis was not possible. No further information is available. Without additional information it is impossible to further investigate this event.

Manufacturer narrative:
A review of the sterilization records for the device verified that the lot met all pre-release specifications.